Manufacturer narrative:
The customer was sent a replacement pump. The product was evaluated by qe on 05/03/2016 and the alleged failure could not be duplicated. See the attached product evaluation. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported to customer service on (B)(6) 2016, that she was experiencing low suction with her pump in style advanced breast pump. She called back on (B)(6) 2016 and reported that she had mastitis and was prescribed an antibiotic. On (B)(6) 2016, the customer confirmed with a medela clinician that she was prescribed cephalexin to treat her mastitis and that it was resolved.